Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as lot and part number was not provided. A definitive cause for the reported patient effect of atrial perforation could not be determined in this case. A definitive cause for respiratory distress is also not confirmed in this case. Additional therapy/ non-surgical treatment was a result of case-specific circumstances as the patient was treated using an occluder. The reported patient effect of atrial perforation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.d1: brand name changed from unknown mitraclip to mitraclip® system steerable guide catheter. D2. Product code changed from nkm to dra. D4. Catalog no. Changed from unk cds to unk sgc03. D6. Implant date removed.

Manufacturer narrative:
Dates estimated. In the absence of a reported part number, the UDI cannot be calculated. The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report after the mitraclip procedure, the atrial perforation had to be closed with an occulder. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. There were no clips implanted. Right to left shunt and hypoxia was noted; therefore, an occluder was implanted successfully. Details are listed in the attached article, iatrogenic atrial septal defect following the mitraclip procedure: a state-of-the-art review. No additional information was provided.